Event description:
During trochanteric nail right hip fixation by surgeon, the head of the synthes locking screw broke off during insertion. Head of screw was completely retrieved with body of screw remaining in position. The surgeon was satisfied with fixation and surgery was completed. The head of screw was cleaned and sterilized and given to synthes rep for manufacturer review.